Event description:
It was reported by repair work order that the head left siderail was not latching. There was no reported malfunction of the other three siderails. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.